Event description:
The pt has been implanted with a dbs system for tremors. The pt received two dbs leads (off-label) with the same lot number. It was reported the pt ((B)(6)) experienced ongoing dizziness since the dbs implant. Additionally, the pt experienced tingling sensations which were resolved via reprogramming. Follow-up identified the pt experienced a fall due to continued dizziness. Additionally, the pt reported symptoms of difficulty in speech, walking and worsening tremors. It was reported, the pt was hospitalized for five days since the last programming session in (B)(6). The physician diagnosed the pt with atazia, and further programming was attempted to alleviate the pt's symptoms. As of july, the pt and physician stated marked improvement in symptoms. However, follow-up identified the pt's symptoms recurred. On-going programming efforts were unsuccessful. As of (B)(6) 2014, the physician reported the leads had migrated. Surgical intervention is planned as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.